Event description:
It was reported that during leadless pacemaker (lp) implant, the lp had dislodged. It was elected to retrieve the lp and implant an alternate pacing system on 1 mar 2024. The patient was stable.